Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation.

Event description:
Revision of an acumatch a-series constrained liner approximately 7 years post operatively due to repeated dislocations.